Event description:
It was reported that when an asymptomatic patient presented in clinic with low, out of range, low voltage lead impedance issue was observed on the lead. No other electrical anomalies were observed. Patient was brought into the clinic for a fluoroscopic study. No further information available.